Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg lost communication with external device following an unrelated surgery. The ipg was turned off and not set to surgery mode prior to the surgery. It is unknown if electro cautery device was used. Diagnostics confirmed that the ipg went into service app (unresponsive) state. The ipg was recovered through troubleshooting and therapy was restored.